Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient in acute myocardial infarction/cardiogenic shock was going to be on an impella 5.0 for mechanical circulatory support. It was reported that the implant was unsuccessful due to the patient's narrowed artery distal to anastomoses. The device could not pass through the patient vascular. It was noted that the patient survived the procedure.